Event description:
It was reported that suture placement was successful using the proglide device in the right common femoral artery with a 6fr sheath, using the preclose technique prior to an impella procedure. Reportedly, the sutures were deployed. The foot was out of body a couple of inches, but the remaining part of the device could not be removed. The device was cut below the footplate, leaving part of the distal guide in the patient anatomy. A 10fr sheath was put over the distal guide and the distal guide was removed from the patient's anatomy. A non-abbott device was used to achieve hemostasis. A clinically significant delay in the procedure was reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficult to remove closure device was confirmed. Based on the analysis, inspection criteria and reported information, the reported difficult removal appears to be related to user technique and/or operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.